Manufacturer narrative:
Lot number # 18k005, 18c025 and unknown. One single use device of lot 18k005 has been received and the evaluation is in progress. The devices of lot 18c025 and the unknown lot were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted for lot 18c025 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four (4) large volume infusors leaked. One device leaked from the blue winged luer cap, and three devices leaked from an unspecified location. All four events occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : visual inspection on the returned unit of lot 18k005 noted fluid inside the bag the device had been returned in. When the unit was removed from the bag, the cause of the fluid in the bag was found to be due to an untightened blue wing luer cap. Functional leak testing was performed by filling the bladder with water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the unit was monitored until the next day and no signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted for lot 18k005 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.